Event description:
It was reported that the function of the external pulse generator (epg) was normal in the cath lab. While the patient was being transported back to the intensive care unit, the epg shut down unexpectedly. The device was then returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was also noted that the case was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.